Manufacturer narrative:
Corrected b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cause of the alpc failure was not able to be determined. It was speculated that it was caused by ectopy. The atrial lead appeared to be working fine, had acceptable testing values and was a chronic lead. It was also noted that the patient experienced chest pain/pressure which correlate with atrial pacing. The lead was reprogrammed as alpc was turned off and atrial therapies were turned back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cause of the alpc failure was not able to be determined. It was speculated that it was caused by ectopy. The atrial lead appeared to be working fine, had acceptable testing values and was a chronic lead. The lead was reprogrammed as alpc was turned off and atrial therapies were turned back on.

Manufacturer narrative:
Continuation of d10: 1456q-86 comp lead implanted on (B)(6) 2023; w4tr01 crtp implanted on (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified termination of atrial tachycardia/atrial fibrillation (at/af) at times. It was further reported there was a failed atrial lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event